Event description:
A journal article was reviewed that contained information regarding a high voltage leads. The failure mode noted in the article was at explant there were proximal coil fragments of the lead retained in the body. The fragments were left in the body. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is no way to know if this information has been reported on another medwatch report. Abraham p, caliskan k, szili-torok t. High incidence of unexpected defibrillation coil retention during orthotopic heart transplantation. Journal of heart and lung transplantation. Aug 2012;31(8):909-911.